Event description:
Pulled out the string... Half of it was missing- vagina [foreign body in reproductive tract]. Pulled out the string... Half of it was missing [device breakage]. Half of tampon missing when string pulled out [complication of device removal]. Case narrative: consumer reported via email that she pulled out the string and half of it (tampon) was missing. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.